Manufacturer narrative:
(B)(4) = damaged buckle the band/balloon with 21.5cm of catheter, the injection port with locking connector, the tubing strain relief and 18.5cm of catheter and a plastic piece from the locking buckle were returned for analysis. Upon visual inspection, it was observed that on the band/balloon the buckle locking was returned torn. The damage may have resulted from manipulation during the reoperation. A review of the IFU was performed and detailed information is provided on the method to unlocking and locking the band is provided. Devices are 100% inspected prior to release for distribution. This type of damage would have been detected. Band slippage is a recognized event associated with gastric banding and evaluation of the device cannot confirm events that are physiological in nature. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue, therefore our investigations concluded that the device was manufactured to specifications and met all release criteria.

Event description:
It was reported post implant of a realize adjustable band, under fluoroscopy, it was determined the band slipped. During the procedure to re-adjust the band, it was noticed that the locking buckle was broken. The band and the port were removed and were not replaced at this time. The patient is fine.